Event description:
It was reported that a dissection occurred. A 2.4mm jetstream xc atherectomy catheter was selected for use. The target lesion was 95% stenosed, moderately tortuous, severely calcified and located in the superficial femoral artery (sfa). While the catheter was actively running in the lesion in blades up mode, a dissection occurred. A non-bsc stent was implanted to treat the dissection. After confirming hemostasis, the procedure was completed using the original device. There were no further patient complications.